Event description:
A nurse reported to baxter (B)(4), that a broken spike was found on the transfer set. There was patient involvement, but no patient injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). The root cause could not be determined.

Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the sample evaluation. One used set with no cap on spike and no cap on patient connector was received for evaluation. The set was visually inspected and noted that the tip of the spike was completed broken off at the base. No other visual defects were noted. This condition is not seen at mountain home during assembly. A follow-up report will be filed should additional information become available.